Event description:
It was reported that the user experienced hyperglycemia after announcing a meal smaller than what was actually consumed, resulting in a glucose rise to approximately 280 mg/dl; the ilet subsequently delivered automated correction dosing and glucose was 227 mg/dl at the time of contact. Symptoms included high blood glucose without reported dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no need for assistance, no back-up therapy use, and no medical intervention or hospitalization. Investigation included customer education on monitoring and follow-up guidance to observe glucose for stabilization. Investigation of this case revealed use-related error related to incorrect meal announcement with device performance consistent with design and active dosing response. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to hyperglycemia with the device operating as intended.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.